Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure, the 29 mm sapien 3 ultra resilia valve got stuck in the 16fr. Esheath+. The vessel was not per-dilated. The esheath+ was inserted into the artery at a steep angle and had not been inserted nearly enough, with the proximal part of the esheath+ being out of the body. Resistance was noted when the commander delivery system was just past the non-expandable part of the esheath+. The strut of the valve was digging into the esheath+, which bent the strut and tore the esheath+. The valve and esheath+ were successfully removed, and a new valve was prepped and implanted. There was no vascular injury. The device was discarded by the hospital staff and will not be returned.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. An addition was made to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site revealed the patient's right access vessel had the presence of tortuosity, calcification, and undersized vessels. The complaint for frame damage was unable to be confirmed due to the unavailability of the returned device/relevant imagery. Available information suggests patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (excessive device manipulation, high push force, insertion angle) likely contributed to the event as reported in the event description and observed in imagery evaluation. As reported, "the sheath was inserted at a steep angle." Calcification, tortuosity, and an undersized vessel were observed. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may led to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.